Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. Updates to sections h4 and h6. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause is attributable to user handling.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was not confirmed. The unit was burned in for more than 4 hours with a test cv-190 video processor and cf-hq190l test scope with no duplication of the reported problem. However, a worn scope socket slider switch, causing intermittent use of high intensity mode, was found. In addition, a hairline crack was observed in the front panel.

Event description:
A user facility reported to olympus that the air and lights shut off too early and the top half of the controls went blank intermittently. There was no patient injury or harm, associated with the problem, reported to olympus.